Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.

Manufacturer narrative:
(UDI) and g5 (510k) are unknown; no additional information was received. This remediation MDR was generated under protocol(B)(4) , as a result of warning letter cms# (B)(4) . A product sample was received for evaluation. Visual and functional tests were performed. The top case was cracked/chipped by the left and right front bottom corners, cracked by the tube holder and device had no visible contamination. Event history log (ehl) showed motor rate error. An occlusion test was performed and the reported problem was duplicated; due to a combination of motor assembly including motor, motor bracket, lead screw and clutch halves. The root cause of the issue was deemed to be normal wear. Actions were taken to mitigate the reported issues: replaced motor assembly including motor and drive train assembly; device passed all functional tests.